Event description:
The patient was implanted with a left ventricular assist device. Approximately 5 years post-implant, the patient experienced alarms due to low pump speed and pump stoppage. The system controller was exchanged, but the alarms did not resolve. Damage to the percutaneous lead was suspected. A repair of the percutaneous lead was attempted; however, during the repair, a decision was made to exchange the pump.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump with no further issues reported. The explanted pump remains at the hospital and will be inspected by their team and then returned to the manufacturer for analysis. During the repair attempt, the integrity of the percutaneous lead was assessed and two internal wires appeared to be damaged. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.